Event description:
It was reported that the modular cable connection was not able to be disconnected. Related manufacturer reference number: 2916596-2024-00124 (modular cable).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the modular cable connection being unable to be disconnected was confirmed by an onsite abbott representative. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for the modular cable, lot # 8716170 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 patient handbook are currently available. The IFU contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Section 8 of the IFU, ¿equipment storage and care¿, contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3¿, also contains information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a clinic visit to troubleshoot the issue was performed on (B)(6) 2024. A channel lock wrench was used to loosen modular cable connector and debris was observed on the screw threading. The area was cleaned, and the patient was instructed to keep the area clean.